Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this evaluation. The account reported that the patient was admitted for anemia on (B)(6) 2020. The patient underwent a colonoscopy which did not reveal a source of bleeding. The patient was also found to have a subtherapeutic international normalized ratio (inr). The patient received 2 units of packed red blood cells, and remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 23nov2016. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that subject was admitted on (B)(6) 2017 for anemia. Patient underwent colonoscopy with no source of bleeding found. Patient received 2 units of packed red blood cells. Patient was also found to have a subtherapeutic international normalized ratio (inr) on (B)(6) 2017.